Event description:
MFR's employee reported the hosp was short of stock of catheters. The MFR's rep was asked to provide a catheter. The rep then noticed the catheter on the surgical field had the "old style tip." Inspection of the packaging confirmed it was an expired catheter. The surgical team was notified of this prior to closing the incision. The decision was made to close without replacing the catheter. A follow up report will be sent when add'l info is obtained.